Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/migration of essure device location of device: uterus"), fallopian tube perforation ("migration of essure device location of device:fallopian tube"), device breakage ("device breakage") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pyelonephritis. In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual cramping / dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device breakage (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), the first episode of menorrhagia ("severe menstrual bleeding"), vaginal discharge ("vaginal discharge"), the second episode of menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and abdominal distension ("bloating"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, dysmenorrhoea, dyspareunia, alopecia and abdominal distension had resolved, the intra-abdominal haemorrhage and vaginal discharge had not resolved and the vaginal haemorrhage and the last episode of menorrhagia outcome was unknown. The reporter considered abdominal distension, alopecia, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, intra-abdominal haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: plaintiff is currently seeking medical attention for her symptoms, still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: hsg test was performed; on (B)(6) 2015: total bilateral occlusion then findings compatible with tubal occlusion. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, migration of essure device location of device: uterus, pain, perforation (uterus), bloating. Historical condition added. Event outcome added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease/ pelvic inflammatory disease'), intra-abdominal haemorrhage ('non-menstrual abdominal bleeding') and genital haemorrhage ('abnormal bleeding (general)/ gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pyelonephritis. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("severe menstrual bleeding/ menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("multiple utis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain/ pelvic pain") and vaginal discharge ("vaginal discharge/vag. Discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain and cramping/ abdominal pain"), dysmenorrhoea ("severe menstrual cramping/ dysmenorrhea (cramping),") and vaginal infection ("vag. Infect."). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, vaginal haemorrhage, urinary tract infection, dyspareunia, pelvic pain, weight increased and vaginal infection outcome was unknown and the intra-abdominal haemorrhage, menorrhagia, dysmenorrhoea and vaginal discharge had not resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, intra-abdominal haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff is currently seeking medical attention for her symptoms, still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure device. Discrepancy noted in essure implant date (B)(6) 2014. It was reported that plaintiff was unable to afford surgery. Plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed, vag. Infect, vag. Discharge and pelvic inflammatory disease. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: hsg test was performed. Imaging procedure - on (B)(6) 2014: bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received: event vaginal infection was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pyelonephritis. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("severe menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("multiple utis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), the first episode of vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain and cramping"), dysmenorrhoea ("severe menstrual cramping") and the second episode of vaginal discharge ("vaginal discharge"). Essure was removed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, vaginal haemorrhage, urinary tract infection, dyspareunia, pelvic pain and weight increased outcome was unknown and the intra-abdominal haemorrhage, menorrhagia, dysmenorrhoea and the last episode of vaginal discharge had not resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, intra-abdominal haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: plaintiff is currently seeking medical attention for her symptoms, still suffers from the above mentioned symptotns and is currently investigating her options for removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: hsg test was performed most recent follow-up information incorporated above includes: on 25-may-2018: plaintiff fact sheet received. New reporters added. Patient demographic information added. Essure insertion date updated to (B)(6) 2014. Events abnormal bleeding (general), abnormal bleeding (vaginal), multiple utis, dyspareunia (painful sexual intercourse), vaginal discharge, weight gain and pelvic inflammatory disease added. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.